Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that after implant, the health care provider decided to reposition the lead and the implantable neurostimulator (ins) was turned off. The patient did not recharge for more than 66 days. After the lead was repositioned, the manufacturer¿s representative was unable to connect to the ins with the physician programmer, recharger, or patient programmer. It was believed the ins was overdischarged. A physician mode recharge was performed and the ins was turned on. There was no patient harm, injury, or death.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the healthcare professional (hcp) felt the lead was off target. The lead was explanted and a new lead was used. After the lead was repositioned the patient felt better. The patient was receiving effective therapy, but after the over discharge the implantable neurostimulator (ins) required frequent charging sessions.